Manufacturer narrative:
The lvad pump has not been returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made, clinical and patient factors including an inr less than the recommended range of 2.0-3.0 as outlined in the instructions for use may have contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by that patient arrived for a follow up to the hospital on the morning of (B)(6) 2016. Patient had high flow >10 l/min, and power consumption around 5/6 watts. Patient was hospitalized immediately and heparin treatment was initiated. In the evening patient had high watts alarm (that was set to 7), inr 1.6 as well as hematuria. On the morning of (B)(6) the physicians decided to immediately replace the pump. Patient received a pump exchange, post-op course uneventful. Patient remains in the hospital. No additional information provided.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted in order to evaluate the performance of the pump in relation to the reported event. Review of the log files confirmed the reported high watt alarms as well as pump parameters outside of the normal power consumption range. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification but failed visual examination due to the scoring marks observed on the ceramic surfaces of the pump housing and inferior surface of the impeller. Considering that the returned device met the average power consumption requirement during functional testing, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. The pump also failed functional testing due to a power shift experienced during post explant wet test. However, an internal investigation conducted via (B)(4) demonstrated that there is no correlation between power shifts and complaints. Further review of the power shift condition revealed that the maximum power attained by the shift was 2.10 watts, which is considered an acceptable level of power consumption per ifu00308 rev. 01 requirement. Pathological evaluation confirmed the presence of thrombus within the pump. The most likely root cause of the elevated pump parameters and alarms is the thrombus within the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.